Manufacturer narrative:
Device not received.

Event description:
A report was received that the electrode was broken at the hub.

Manufacturer narrative:
As the devices involved in the complaint has not been returned, the complaint investigation site (cis) could not perform device analyses. However, review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device has not been returned.

Event description:
A report was received that the electrode was broken at the hub.